Event description:
Draeger medical systems has received information from a customer that our sc7000 patient monitor malfunctioned when performing a patient thermo monitoring process using our temp "y" cable. This function provides the capability of measuring a patient's core and surface body temperature and displaying the values on the patient monitor. It was reported that temperature (temp b) readout was not visible on the monitor, but the problem was resolved when the monitor was restarted. The second issue involved a "frozen" temperature display, (temp b) value which could be corrected by restarting the patient monitor, but it was indicated that the temperature display was then sporadic. No patient injury was reported.